Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low speed operation and pump stop events while the patient was supported by the power module was unable to be confirmed as no log files were submitted for review; however, the events reportedly resolved after the patient switched to an ungrounded patient cable. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The patient reportedly experienced low speed operation and pump stop events on (B)(6) 2020, while connected to the power module. It was reported on (B)(6) 2020 that after switching to an ungrounded patient cable, the patient remained fine at home with no further alarms or necessary action at that time. The patient remains ongoing on (B)(6), with no further reported issues. The heartmate ii lvas instructions for use (IFU) and patient handbook outline all system controller alarms and the appropriate actions associated with each alarm condition. These documents also contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low speed operations and pump stops while connected to the power module. An un-shielded patient cable is being shipped to the hospital.